Manufacturer narrative:
The device has not been returned for analysis; therefore no definitive conclusion can be drawn regarding the clinical observation. If the device is returned a supplemental report will be filed. Per apollo catheter instruction for use: "always handle the distal end of the catheter with care to avoid damage to the detachment zone and unintended detachment."

Event description:
Medtronic received information that the tip of the apollo catheter detached during navigation. During an embolization procedure, the physician had loaded the shaped guidewire into the catheter and was navigating into the middle cerebral artery (mca). It was reported that the physician shaped the guidewire tip after loading it into the catheter. While navigating the catheter tip detached and was left behind in the m1 segment. The physician has no plans on removing the tip. The case was completed using another catheter through another feeder. There was no patient injury reported as a result of the procedure.

Manufacturer narrative:
The apollo catheter was returned for analysis without the detachable tip. The tip will not be returned for analysis as it remains within the patient. The total length of the catheter was measured to be to within specifications. The overlap length of the ldpe coupling tube of the catheter was measured to be within specification. No other anomalies were found. The apollo catheter was returned for analysis without the detachable tip; therefore, any contributing factors from the tip could not be assessed. Based on the device analysis the customer's report was confirmed. However, the cause for the experience reported could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience.